Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 381423; batch no: 0350021.   On 25 mar 2021, product surveillance received a call from a nurse regarding four (4) interlink t-con ext set/micro- (product code 2n3328 / lot number ur20h23035). The reporter stated that they have been using the t-connector with a bd insight autoguard catheter for ten years and recently began having issues in which they could not connect or had difficulty connecting the products. The reporter believed there may be issues with the threaded component of the t-connector where it would slip onto the catheter, potentially the connector not being completely round. The issue has occurred before use and the reporter had been able to use a new one successfully when the issue would happen. There have been 4 issues in the past few weeks, specific event dates were not known. One actual sample with no patient interaction or use would be provided as well as 2 unused companion samples. The reporter would like to receive follow up on any possible findings. The reporter orders product through mckesson. I would say 5-10 t-connectors were damaged over the past few months. I cannot speak on exact dates except the day I called.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ shielded IV catheters experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 381423, batch no: 0350021.   On 25 mar 2021, product surveillance received a call from a nurse regarding four (4) interlink t-con ext set/micro- (product code 2n3328 / lot number ur20h23035). The reporter stated that they have been using the t-connector with a bd insight autoguard catheter for ten years and recently began having issues in which they could not connect or had difficulty connecting the products. The reporter believed there may be issues with the threaded component of the t-connector where it would slip onto the catheter, potentially the connector not being completely round. The issue has occurred before use and the reporter had been able to use a new one successfully when the issue would happen. There have been 4 issues in the past few weeks, specific event dates were not known. One actual sample with no patient interaction or use would be provided as well as 2 unused companion samples. The reporter would like to receive follow up on any possible findings. The reporter orders product through mckesson. I would say 5-10 t-connectors were damaged over the past few months. I cannot speak on exact dates except the day I called.